Event description:
The pt received the trial scs percutaneous lead on (B)(6) 2011. During the trial procedure, once the needle was placed the lead was placed into the epidural space. It was reported when the physician was trying to retract the lead through the needle to reposition, he noted an excessive drag which did not allow the lead to pull back through the needle. He pulled both the needle and the lead together and placed a different needle and a different lead. The trial procedure was extended by ten minutes. No pt complications were reported. The trial implant was successful and effective stimulation was obtained.

Manufacturer narrative:
Results: the returned stylet and lead were subjected to a visual inspection and electrical testing. The visual inspection confirmed the stylet and lead body were bent. The lead body was noticeably bent at electrode #8. A microscopic inspection confirmed two lead wires had completely separated. Corresponding electrode resistance testing confirmed three measured out of specifications. Insulation dc resistance between contacts measured out of specification. The damage to the lead is consistent with being overstressed during the implant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.